Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that the replacement pump segment is disconnected. Also, it was observed that there was a non mark of solvent on the tubing which suggested that there was a lack of solvent applied during assembly. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the replacement fluid tubing of a prismaflex m150 set was damaged which resulted in an external blood leak. The leak was discovered during continuous renal replacement therapy (crrt) at the intensive care unit (ICU). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.